Event description:
On (B)(6) 2013, pt reported the infusion device was submerged in water 2 days ago. The infusion device was connected to him during a shower, and it fell off the soap dish tray. The display has a black line through it, and this interferes with his ability to view the insulin delivery amounts. He reported the infusion device started to keep after it was dropped, and there does appear to be water in the display area. The infusion device, battery, battery cover, and adapter were replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The infusion device was evaluated, and the complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the infusion device and destroyed the electronics. The display of the infusion device passed the optical and functional investigation successfully and meets the specification.